Event description:
Device malfunction: none. Symptoms/ae: leg ischemia. Time of symptoms/ae: two days post procedure. It was reported that two days post successful arteriotomy closure the pt returned to the hosp and was diagnosed with ischemia of the leg. The starclose clip was surgically removed and the wound closed. There were no reported adverse pt sequelae. No additional info was available.

Manufacturer narrative:
The device was received. Investigation is not yet complete.